Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This MDR is for the third device reported, for the first and second device reported refer to section h10.

Event description:
The user facility reported that post successful left heart cath there were no patient complications. The angio-seal 6fr vip device would not allow the arteriotomy locator to snap into the angio-seal sheath. The device got to the patient's stick site; however, it started to slide back off sheath. Another device was attempted; however, the same occurred. A third angio-seal was attempted on the back table; however, it did not snap on. Therefore, another angio-seal with a different lot number was used and everything worked fine. The patient was able to be closed with no issues. No blood loss was reported. Additional information was received on 31jul2025: the angio-seal did not click or mate. The operator attempted 3-4 times on each angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. The inspection of the returned sample found the device to be of normal product; therefore, is not a reportable event. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the unopened foil pouch, hemostasis sheath, arteriotomy locator, and guidewire. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The hemostasis sheath and arteriotomy locator were returned partially mated. Functional testing was performed by attempting to mate the sheath and locator. The components were able to mate without issue. The sample was returned for evaluation and during functional testing, the components were able to be mated fully without issue. As a result, the complaint could not be confirmed for an assembly difficulty issue of the sheath and locator. The exact root cause could not be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.